Event description:
Pt was taken to surgery for a leaking tesio catheter. Attempt was made to withdraw the catheter, however, it simply fragmented in two. The catheter was broken where it takes a 180-degree turn out of the neck and headed toward the clavicle. Tesio catheter broke 6 1/4" from tip. Catheter removed and replaced with another tesio catheter.